Manufacturer narrative:
A steris technician was dispatched to the account to inspect the 20" loading cart. The steris technician reinstalled the wheel and tightened it to the specified torque. This unit was manufactured in 2003.

Event description:
The loading cart would not line up to the sterilizer's tracks when the operator tried to load the cart into the sterilizer, so the operator lifted the cart in an attempt to align the cart with the sterilizer. As the operator did this, one of the cart's wheels became detached from the cart, resulting in the instrument load falling on the operator and causing a contusion to her wrist.